Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, fatigue, alopecia, weight increased, nausea, migraine and hormone level abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, chronic abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, apareunia, menorrhagia (heavy menstrual bleeding) and migration. On (B)(6) 2019: plaintiff fact sheet received. Date of explant added. This case become incident. Event injury was replaced by more specific information: chronic pelvic pain, migration, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), apareunia, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder problems, urinary problems, urinary tract infection, fatigue, hair loss, weight gain, nausea, migraines, headaches, hormonal changes and she did not underwent essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.